Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: material no: 309657, batch no: 01980827. During covid immunization clinic, immunizer was completing injecting diluent into phizer vial. Over half of diluent was already in the vial. Lpn noted a mynute drop on the syringe and small crack on side. Syringe was discarded in sharps container. Date of incident: (B)(6) 2021. Level of harm: no apparent harm - reached patient/person, inconvenient who was affected? Patient. Frequency of problem: first time

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-04-26. Investigation summary: one sealed packaged 3ml syringe, confirmed to be from batch #0198027 (p/n 309657), was received. The syringe was taken out of the package and visually evaluated. No damage, deformities, nor any other defects were observed in the returned sample. Unfortunately, since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. The one sample received was not found to have any manufacturing defects. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: material no: 309657 batch no: 01980827. During covid immunization clinic, immunizer was completing injecting diluent into pfizer vial. Over half of diluent was already in the vial. Lpn noted a mynute drop on the syringe and small crack on side. Syringe was discarded in sharps container. Date of incident (yyyy-mm-dd): (B)(6) 2021. Level of harm: no apparent harm - reached patient/person, inconvenient. Who was affected? Patient. Frequency of problem: first time.